Event description:
(B)(4). Weight gain, pains all over, marital problems loss of sex drive, abdominal pain, tired, unable to lift and do regular activities with kids, hand arms and feet numb much more the list goes on. I am so very tired. I can't handle this anymore.